Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor reported developing an infection at the ins pocket which began in (B)(6) 2016.. The patient reported secondary symptoms of redness and swelling. The patient was admitted to the hospital for the infection and the infection was determined to be (B)(6). The patient was placed on oral antibiotics as well as IV antibiotics. On (B)(6) 2017 the patient saw her healthcare provider (hcp) who confirmed that she still had the infection and offered the option of explant, but nothing has been scheduled at the time of this report. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.